Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device powered off by itself without sounding and audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. In 2009, at an unspecified time, it was reported that 40 minutes after delivery was started, the nurse noted the device was powered off. No audible alarm tone was reported. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.